Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not alarm no delivery when blood glucose is high. The customer's blood glucose reading was 400 mg/dl at the time of incident. The customer indicated that her doctor advised her to change the set to resolve the issue. Troubleshooting was declined by the customer but was advised to further speak with her doctor regarding choosing a site area for insertion.